Manufacturer narrative:
Results of investigations: a vyaire fa lab received the component and was able to confirm and duplicate the complaint. The software application was downloaded in main printed circuit board assembly (pcba) and the unit operated as per specification. It was determined in the evaluation that software application in the memory was corrupt.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator had unresolved "vent inop' and "motor fault" alarm conditions. The customer reported that there was no patient involvement.